Event description:
One day after a coronary drug eluting stenting treatment procedure, a puff of dye was noted during a follow up angiogram. The pt was having a staged intervention on two separate occasions. The physician placed a taxus express2 8.8% drug eluting stent of unknown size in an unknown vessel. Images taken after the procedure did not indicate any issues. The following day, the pt returned for the second stage of the intervention. Prior to the second intervention, the physician performed the follow up angiogram of the previously treated site. As the dye was injected, a small puff of dye was noted. An echo cardiogram was done and it was determined that there was little damage, so the physician decided not to treat this area. The physician is not sure what caused this issue. No additional info is available.